Event description:
During a regular ICD follow-up performed on (B)(6) 2014, a warning message was displayed indicating that a device reset occurred on (B)(6) 2013. Note that the date of the reset corresponds to the last battery reforming date. Preliminary analysis showed that the reset was related to a temporary abrupt decrease of the device internal power supply. It was recommended that physician evaluates the benefit of device replacement for the patient.

Event description:
During a regular ICD follow-up performed on (B)(6) 2014, a warning message was displayed indicating that a device reset occurred on (B)(6) 2013. Note that the date of the reset corresponds to the last battery reforming date. Preliminary analysis showed that the reset was related to a temporary abrupt decrease of the device internal power supply. It was recommended that physician evaluates the benefit of device replacement for the patient.

Event description:
During a regular ICD follow-up performed on (B)(6) 2014, a warning message was displayed indicating that a device reset occurred on (B)(6) 2013. Note that the date of the reset corresponds to the last battery reforming date. Preliminary analysis showed that the reset was related to a temporary abrupt decrease of the device internal power supply. It was recommended that physician evaluates the benefit of device replacement for the patient.

Manufacturer narrative:
It was reported that no device replacement is scheduled based on the physician's decision.